Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that screws were loose at s1 and t11 with pseudoarthrosis noted at s1. Patient refused revision procedure.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show ap and lateral lumbar films show a very collapsed, osteoporotic lumbar spine with numerous compression deformities, particularly at l3 and l4. This is treated with a long construct from t11 to s1. The t11 and t12 bodies are augmented initially with pmma. The t11 level subsequently failed and compression fracture ensued with pull out of the t11 screws and acute kyphosis. This has not been revised. Long constructs are problematic in older osteoporotic patients and they can be extremely high risk when stopping at the thoracolumbar junction as in this patient.